Event description:
It was reported that this pacemaker exhibited intermittent t-wave oversensing. Technical services (ts) recommended measuring the oversensed t-waves and reprogramming options. This pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.